Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. This was the only info at the time of the report. The following was reported to datascope on 3/30/98: the "check iab" alarm sounded. Blood was then noted in the catheter tubing. The pump was stopped and the iab was removed from the pt. There was no pt injury or complications as a result of the event on 2/20/98. [Event complications]: unk-reported 2/23/98; none-reported 3/30/98. [Pt's current status]: stable-rpt'd 3/30/98.